Manufacturer narrative:
Complaint conclusion: as reported, two mynxgrip vascular closure devices (vcd) sealant failed to deploy from the devices. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The devices were not returned for analysis. A product history record (phr) reviews of lot f1825001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, procedural/handling factors, such an incomplete engagement of the advancer tube after shuttle down step, most likely contributed to the failure to deploy events reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phrs, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, two mynxgrip vascular closure devices (vcd) sealant failed to deploy from the devices. There was no reported patient injury.